Manufacturer narrative:
A ge service rep performed an onsite investigation and replaced the fluoro functions board and the ps1 power supply. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system continued to beep after the x-ray button was released. No pt injury was reported.